Event description:
Patient reported an issue with his pump, stating that the charger and charging block were no longer functioning. There was no adverse impact to the customer's blood glucose level. Brian requested a replacement for both the charger and charging block, and there is no additional information on further actions taken or provided by technical support at this time. Upon follow-up contact confirmed using different supplies resolved the issue. Charging supplies used to resolve the issue are non-tandem wall adapter and non-tandem charging cable. Pump began charging. Cts to send replacement tandem charging cable and tandem wall adapter via two-day shipping. No further assistance required.